Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they experienced a hypoglycemic event while driving and woke up with the paramedics around on the side of the road. The patient stated they did not know who called the paramedics. They were treated with dextrose via intravenous (IV) therapy and oral glucose gel. The paramedics monitored the patient for 30 minutes before leaving the patient. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.